Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and poly liner wear. (Right) (B)(6) put in a stryker cup and dual mobility along with our head. Cultures taken- pulled cup , liner and head.